Event description:
A customer reported an issue with cartridge alarm 30 on their insulin pump, which did not cause their blood glucose level to exceed 500 mg/dl. Technical support decided to replace the pump, advising the customer to use multiple daily injections as a backup therapy to maintain insulin delivery. The customer was informed that the replacement pump would have the latest software, and instructions were provided regarding the steps to follow upon receiving the new device, including returning the problematic pump.